Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker underwent a non-device related procedure. Stored episodes were noted, however were stored the day prior to the procedure. The stored episodes revealed noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. It was also noted that the minute ventilation sensor was oversensed on the ra channel. Device data was analyzed which confirmed the device clock was incorrect and was off by one day. The oversensed events likely occurred during the procedure. This device was included in the recent minute ventilation sensor signal oversensing advisory population. No adverse patient effects were reported.